Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient experienced syncope and a subsequent fall and presented to the emergency department. There were pauses noted on telemetry which was due to oversensing on the right ventricular (rv) lead. The lead was initially reprogrammed, then subsequently capped and replaced. No further patient complications have been reported as a result of this event.